Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Section h.6: method code: 10;31;38 . Results code: 420; 207. Conculsion:77. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt' ipg is inoperable and unable to communicate with external devices. The pt does not know when the ipg was last charged. An sjm rep confirmed the issue. The pt also reported the ipg site is pressing out on his skin and the pt had difficulty charging the ipg due to the location of the pocket site. Surgical intervention is planned to address the issues.